Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of redp1857 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported via received medwatch that the "doctor was placing bd cath on patient. Upon removal of the guide wire the inner part of wire was removed while the outer coil peeled away apparently broke off inside the patient. This was visualized on post line chest x-ray. The original catheter initially gave blood return but after placement there was no blood return. This catheter was removed and another was inserted without issue. Repeat x-ray still showed wire so a CT scan of chest was done and patient was scheduled to go to the cath lab for removal of wire"